Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device heated up. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearings were no longer in axial alignment, which did not allow for the cutter to pass through. The assignable root cause was determined to be due to excessive side loading, which caused the cutter to flex and come in contact with the nose tube. This was further defined as misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.